Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomolies. It is believed that the enviromental conditions of the or may have affected the set-up time of the cement.